Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Device was monitored and vibrator functioning properly during self-test. Device was programmed with multiple bolus deliveries and monitored. All bolus delivered completely with their indicated amounts and were properly recorded in the bolus history screen. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump vibrate feature does not work. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the vibrate feature did not work during the pump self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.